Event description:
It was reported that, during a procedure, device would not cut/release constructs for the first 2 attempts. Third attempt resulted in long piece of "un-q'd" wire that was difficult to remove. Device then began to work correctly.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate with no discrepancies noted. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.